Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Information requested, but not yet received.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced as well as the physician created a new ipg site pocket to address the issue. Effective therapy restored post-op. In a recent update, it was reported the pain at the ipg site has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.